Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported the patient had a reaction to the electrodes. Called the patient and was not able to leave a message. Update: the patient was called and advised that the irritation was on and off and started two weeks ago. The patient called the doctor's office who advised him to stop using the spinal pak for about a week, the patient is going to start using the unit again today. New 72r electrodes and cover patches were shipped to the patient. No additional patient consequences have been reported. 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had a reaction to the electrodes. Called the patient and was not able to leave a message. Update: the patient was called and advised that the irritation was on and off and started two weeks ago. The patient called the doctor's office who advised him to stop using the spinal pak for about a week, the patient is going to start using the unit again today. New 72r electrodes and cover patches were shipped to the patient.